Event description:
This spontaneous serious device report was from a physician via a medical secretary via a sales rep in the us. The pt, a female of unk race and age, received her first euflexxa (1% sodium hyaluronate) for an unk indication and experienced infection, pain, crystalline uric acid, crystalline calcium and (B)(6). On an unk date, the pt received euflexxa. The pt was hospitalized with infection and pain. Debridement was planned for (B)(6) 2011. The medical secretary reported she thought it might be a bad batch of something with the medication (euflexxa). On an unk date, the pt was transferred to another hosp. On unk dates, fluid was drawn from the knee three times. The first fluid specimen contained crystalline uric acid. The second fluid specimen contained crystalline calcium. The third specimen showed (B)(6). The physician reported he did not believe it was (B)(6). The pt's case was transferred to an infectious disease physician. No other details were available. No concomitant medications were reported. No medical history was reported. Further info was requested. If new significant info is received, the case will be re-submitted.

Manufacturer narrative:
Company causality: possible, based on the info provided at the time of the report.